Manufacturer narrative:
Concomitant medical products: model: d314drg, ICD; implanted: (B)(6) 2013.

Event description:
It was reported that the patients right ventricular (rv) lead had triggered high impedance alerts for both the rv defibrillation coil and the superior vena cava (svc) defibrillation coil. The lead was extracted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed. Analysis indicated that the right ventricular defibrillation coil developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.